Event description:
It was reported that the robotic assisted saw interface right (sasi) clamp was damaged- tight and hard to close. During an in-house engineering evaluation, it was determined that the device had undesirable mechanical play between the saw clamp and the sasi body. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the following condition on the velys saw interface right surface: 1) the lateral electrical port had the edge deformed; 2) the red indicator was partially worn off; 3) a pink foreign substance could be observed on the bottom of the device body; and 4) the device exhibited signs of usage. Deformation observed can be traced to improper handling or care, such as off axis assemblance with the e-connector, or by not using the cleaning cap of device, leaving the port unsecure and susceptible to contamination and/or to unintended forces applied over the device material. As per IFU, the use of the cleaning cap to protect the electrical port is indicated to prevent any kind of contamination or other damage within the electrical port. Properly handling and attention to the approved use of the device diminishes the risk of failure. With information provided, a potential cause for the red indicator condition cannot be established. Even though there is no certainty of the origin of the foreign substance observed, this condition can be traced to improper cleaning or maintenance. IFU, indicates the proper handling and care process of all velys reusable instruments. A dimensional inspection was not performed since it was not applicable to the complaint condition. Functional test was performed using a saw wing fixture as a j&j medtech orthopaedics sample. Functional test revealed that although the left-sasi saw clamp lever was able to articulate, there was resistance with the lever, even without the fixture engaged. Galling is suspected to have internally occurred between the lever pins and the lever component causing the internal metal components to begin to seize. As a result, the sasi is difficult to both assemble and disassemble with the mating component. Per the instruction for use, all moving parts must be thoroughly cleaned and lubricated after each use to avoid buildup of debris within the articulating components of the device. It is suspected that proper lubrication/cleaning was not performed with the device. There is no indication that a design or manufacturing issue has caused the complaint condition. Furthermore, while assembling the fixture, functional test revealed undesired movement and slight play between the sasi clamp and sasi itself, but not between the saw-sasi clamp mechanism and the saw. The observed undesirable mechanical play between the saw clamp and the sasi body is a known product issue addressed through the j&j medtech orthopedic quality management system. The overall complaint was confirmed as the observed condition of the velys saw interface right would have contributed to the complained device issue. The connection issues with the saw handpiece, is a known product issue and has been escalated to a CAPA. Based on the investigation findings, the root cause of the undesired movement or play between the sasi clamp and sasi itself is traced to design. The product issue has been addressed through j&j medtech orthopaedics quality management system. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.